Event description:
It was reported that during implant of the lv (left ventricular) lead, a small proximal dissection of the coronary sinus occured. No further patient complications were reported as a result of this event. Additional information was subsequently received reporting the patient had died. Follow up with the hcp revealed that the patient had heart failure problems for the previous 2 years. The hcp reported the death in 2009, was not device related or related to the dissection that occurred during the implant procedure in 2008.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Other text: it was reported that during implant of the lv (left ventricular) lead, a small proximal dissection of the coronary sinus occured. No further patient complications were reported as a result of this event. Additional information was subsequently received reporting the patient had died. Follow up with the hcp revealed that the patient had heart failure problems for the previous 2 years. The hcp reported the death in 2009, was not device related or related to the dissection that occurred during the implant procedure in 2008. Actual device involved in incident was evaluated. Electrical tests performed, mechanical tests performed. Visual examination: device performed according to specification, no conclusion can be drawn, other (an appropriate device code cannot be identified).